Event description:
It was reported that an asymptomatic patient presented remotely. Remote transmission showed that their right ventricular (rv) and right atrial (ra) leads exhibited noise oversensing. No intervention was performed. The patient had no adverse consequences due to the event.